Event description:
The distributor reported on behalf of the user facility the following incident: when the physician opened the box during surgery there was nothing inside. The box was discarded in a surgical waste container. The physician was not comfortable with trying to find it. The pt's condition is reportedly good. The procedure was completed with a different product from stock.

Manufacturer narrative:
The product is not expected to be returned for eval. Investigation has been initiated based upon the reported info.